Event description:
A critically ill patient with sepsis and acute renal failure was undergoing crrt on a prismaflex machine with a prismaflex m 150 filter set. The patient was allergic to heparin and it is not known if any anticoagulation was used during crrt. The filter clotted 3 consecutive times without returning the blood in the extracorporeal circuit resulting in an estimated blood loss of 567 ml. Following the blood loss events the patient had a cardiac arrest and successfully resuscitated.